Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's (B)(6) lead had been incorrectly placed. As a result, the lead was explanted and replaced with two new leads.